Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient on the table having a stemi (st-segment elevation myocardial infarction) and there is no ECG. Customer stated that all other vitals are fine. Staff reportedly is using a defibrillator to monitor the patient's ECG. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips technical support (ts) was able to remotely assist the customer with the reported problem. According to case notes, the customer was advised to perform a full power drain of the system. Once this was completed, the reported issue was resolved. A search found no further related calls. The absence of further calls supports that the reported problem was resolved. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported a patient on the table having a stemi (st-segment elevation myocardial infarction) and there is no ECG. Customer stated that all other vitals are fine. Staff reportedly is using a defibrillator to monitor the patient's ECG. The device was in use at time of event; there was no adverse event reported. Subsequent information received regarding the incident indicated that, the patient was brought into the cath lab during an active stemi. There was no allegation that the device contributed in any way to the patient¿s heart attack as the patient was in this condition when they attempted to use the device. The customer did not report that the alleged device malfunction delayed treatment of the patient or could have delayed treatment, nor was there any patient harm or injury reported by the customer as a result of this incident.